Event description:
It was reported the patient was implanted with a trial lead. Reportedly the patient needed coverage on the left side but was only feeling stimulation on the right side. The physician explanted the lead the next day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.